Manufacturer narrative:
Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the failed the audio test but then she did a self test and the sound is working again. Customer stated that after running a self test her pumps audio was working. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.